Event description:
Customer reported that incorrect patient ID was attached to the results when it printed out. There was no report of injury due to this event.

Manufacturer narrative:
The urgent field safety notice #30652 was handed to the customer on 11/22/2013 with explanation of the issue. The event has occured due to 'patient list button' was enabled on the instrument. An upgraded software v3.9 has an enhancement to the"patient list" feature. In this improvised software, when the patient list feature is used to enter patient demographic data, the system no longer preselects the first record in the patient list and this minimizes the chances of selecting the incorrect patient. Customer indicated that result on incorrect patient ID was not reported. Customer also indicated that they upgraded the system with software(v3.9).